Manufacturer narrative:
Pending evaluation.

Event description:
Revision of tibia tray due to loosening. No other information provided at this time.

Manufacturer narrative:
The engineering evaluation noted that the revision reported in experience was likely the result of aseptic (non-infected) loosening, which damaged the bond of the implant to the bone. However, this cannot be confirmed as the devices were not available for evaluation, and no further details were provided.

Event description:
Revision of tibia tray due to loosening. No other information provided ¿ asked and not provided.